Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room for high blood glucose and diabetic ketoacidosis. Blood glucose reading ranged from 500 to 600 mg/dl. Customer was admitted to the emergency room on (B)(6) 2020 and discharged on the same day. The customer was treated with IV insulin drip. The customer treated their high blood glucose with manual injections before going to the emergency room. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The user alleged the insulin pump was under delivering insulin due to when performing the fill cannula process, they did not see any insulin drip out the end of the tubing. Customer mentioned that they tried changing their infusion sets multiple times. Auto mode was active at the time of the event. The insulin pump will not be returned for analysis.